Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has intermittent response on buttons. Blood glucose reading was 138 mg/dl. Anomaly persisted after battery change. Advised to discontinue use of the insulin pump and revert to back-up plan. Advised to return insulin pump for analysis.